Manufacturer narrative:
Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use (IFU), users are cautioned that serious adverse events might result in vessels not suitable for the use of the device. Without a lot number to conduct a lot history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed. (B)(4).

Event description:
This is a case report of a patient that experienced a distal intravascular embolization of the sealant to the popliteal artery following deployment of the mynx vascular closure device. The mynx device was being used following a percutaneous coronary interventional (pci) procedure. An attempt to close the right femoral arteriotomy site with a mynx device after confirmation of an appropriate arteriotomy location with femoral angiography. The device was deployed using the manufacturer's recommended technique, but was unsuccessful at establishing hemostasis, necessitating the use of manual pressure. Following the procedure, the patient developed exertional discomfort in the right leg that was noticeable when first ambulating. This discomfort progressed to the point where the patient had symptoms with minimal exertion. The patient limited activities, but did not seek medical attention. 4 weeks after the pci procedure, the patient was seen by the treating cardiologist for a regularly scheduled visit. Examination revealed no palpable pulses below the right common femoral artery, but no evidence of acute limb ischemia. A lower-extremity vascular duplex study revealed evidence of right popliteal artery occlusion. Selective angiography of the right lower-extremity arteries confirmed popliteal artery occlusion with distal reconstitution through extensive bridging collaterals. A 90cm 6 fr sheath was placed in the right mid superficial femoral artery via the left femoral artery. Heparin was administered intravenously for anticoagulation. Through a 5 fr vertebral catheter, a coronary guidewire was advanced through the occlusion. This resulted in partial restoration of patency. Manual aspiration attempted through the 5 fr vertebral catheter and a 6 fr multipurpose guide catheter was unsuccessful. The 90 cm sheath was then advanced into the occlusion and aspiration resulted in recovery of material resembling peg and thrombus. Subsequent angiograms revealed small filling defects in the right popliteal artery, but with significantly improved distal run-off. The patient had complete resolution of right lower-extremity pain and restoration of normal dorsalis pedis and posterior tibial pulses. Four months later, the patient was without claudication and had normal distal pulses in the right leg. Additional information was requested, but is not available at this time.